Event description:
This event is being filed as the clip (10273345/(B)(4)) detached from the posterior leaflet after it was implanted on the mitral valve leaflets causing an increase in the mitral regurgitation (mr) grade. The increased mr is considered patient injury. Another clip was implanted. It was reported that a patient with degenerative mitral regurgitation (mr) and neochord treatment a week prior, underwent a mitraclip procedure. During the procedure, one clip (10273345/(B)(4)) was grasped and placed on the thin and "frayed out" mitral valve leaflets. Grasping was successful and leaflet insertion was approved by all participating people in the catheter lab. The mr grade was reduced from 4 to 3-4. While maneuvering the second clip (10274445/(B)(4)), movement of the first clip was observed and although it was not visible, it was thought that the second clip did not come in contact with the implanted clip, but had become entangled with the chords (neochords). The first clip was observed to have detached from the posterior mitral valve leaflet; no leaflet or chord damage was visible. The strategy changed and the second clip was implanted medial to the first clip and a third clip was successfully implanted lateral to both clips. The mr was reduced to trace. There was no adverse patient sequela. The patient was clinically stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history records confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. The user also reported no issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that the posterior mitral valve leaflet (pml) was thin and frayed out, which may have contributed to the slda. It was further noted that while maneuvering the second clip, movement and detachment of the first clip from the pml was observed. It was suspected that the second clip became caught in the chords which then compromised the first clip, although this was not confirmed. In this case, it is likely that the clip detached from the pml due to a combination of the challenging anatomy (thin and frayed out pml) and the second clip becoming caught in the chords, thereby compromising placement of the first clip. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions. There is no evidence of a product deficiency associated with this device. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. In this case, the most probable cause for the increase in mr was likely due to the slda. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The mitraclip (10274445/(B)(4)) referenced, is being filed under a separate medwatch MFR number. Concomitant products: mitraclip system- clip delivery system (cds02st 10274445/(B)(4)), steerable guide catheter, lift, support plate, stabilizer.